Event description:
It was reported that there was damage to the impactor after impaction during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The impactor tip is deformed from use. Additional visual inspection was performed as part of the material analysis report (mar), dated 5-sep-2013. Images of the device are included in the mar. A material analysis has been performed. The report concluded: "damage to the tibial impactor tip is from contact with hard metal surfaces during multiple impactions. No material or manufacturing defects were observed during this examination." Functional inspection: although the impactor tip is deformed the device is still functional. The investigation determined the root cause of the event to be normal wear of the instrument. The impactor tip is manufactured from plastic in order to prevent damage to the implant component during impaction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was damage to the impactor after impaction during surgery.